Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defects were caused by stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the bronchovideoscope did not display an image due to a broken charge-coupled device, and the distal end of the scope was found to be burned. There was no patient involvement.